Manufacturer narrative:
Findings: unit received with cracked end cap. Unable to verify prime rewind alarm due to cracked end cap. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. Customer stated alarm occur during the rewind/prime sequence. The customer can't program a bolus, can't leave the rewind menu. The customer stated that bolus ws not recorded in the bolus history. The customer was advised that the device need to be replaced.